Manufacturer narrative:
(B)(4)

Event description:
The customer questioned ise indirect na, k, ci for gen.2, ca2 calcium gen.2, and elecsys tsh assay results for a patient sample aliquot processed by the cobas p 612 pre-analytical system (mpa) that was tested on multiple analyzers. Of the data provided the k results from cobas 8000 ise module and ca from the cobas 8000 c (701) module were erroneous. This medwatch will cover the ise module. Refer to medwatch with (B)(6) for information on the erroneous results from the c701 module and medwatch (B)(6) for information on the erroneous results from the mpa. The erroneous results were not reported outside the laboratory and there was no adverse event. The initial results were from an aliquot processed by the mpa and the repeat results were from a new aliquot of the original sample tube. The initial k result was 3.6 mmol/l and the repeat result was 4.9 mmol/l tested on the ise module. The initial ca result was 7.1 mg/dl and the repeat result was 10.4 mg/dl tested on the c701 module. The customer stated that different sample tube from the same draw was tested and did not "match". The customer did not provide the results and stated that there was an issue with the tube. The k electrode lot number and expiration date was requested but not provided. The ca reagent lot number and expiration date was requested but not provided. The customer declined a service visit. The customer believes the issue was with the patient sample draw at their client site. Based on the information available for investigation a pre-analytic issue is suspected as the root cause may be pre-analytics.